Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen froze. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.